Manufacturer narrative:
(B)(4). Service level investigation determined fluid ingress contamination. The fluid ingress resulted in the occluder fingers to stick and prompting the device to alarm. The device will be serviced and returned to the facility.

Event description:
Customer sent device in for repair for unrelated issue. Service at the mfg facility opened the device and found occluder fingers and air-in-line assembly to have residue. No report of a pt incident was received with the device.